Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was confirmed through the events log and duplicated during functional check. Pt801 has failed.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced a transducer fault alarm. The customer stated that when trying to calibrate the ventilator the exhalation pressure failed. The customer confirmed that there was no patient involvement associated with the reported issue.